Manufacturer narrative:
Please note that the following are being updated based on additional information provided by a penumbra sales representative on 08/04/2017:

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached a pod4 in the outflow of the target vessel using a non-penumbra microcatheter. While attempting to advance a ruby coil through the microcatheter, the physician immediately realized that the microcatheter was not in a desirable location upon introducing the ruby coil into the microcatheter; therefore, the ruby coil was successfully re-sheathed and removed from the patient. Next, the physician advanced the microcatheter into the aneurysm sac and verified placement with contrast injection. The physician then made another attempt to advance the ruby coil through the microcatheter. However, after advancing the ruby coil about fifty centimeters into the microcatheter, the physician experienced resistance. Subsequently, the ruby coil stretched and unintentionally detached. The physician indicated that the microcatheter was kinked around that segment. Therefore, the physician removed the microcatheter containing the detached coil and changed the access point. The procedure was then completed using two additional ruby coils and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.